Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2015. It was reported the patient had been admitted 5 times since (B)(6) 2015 for kidney related issues (kidney stones and left kidney hydronephrosis). The patient was put on "lots of medications". The reporter wanted the drug infusion system checked out but did not have a hcp that was familiar with it that could troubleshoot it. In mid-(B)(6) 2016, the patient would become unresponsive and then no response. It was like the patient was "sleeping but losing consciousness" and no noxious stimuli could rouse the patient. The patient had been to the hospital 4 times for these same symptoms. The patient's spasticity levels were "as loose as can be" when the patient experienced the unconsciousness. Every time the patient went to the hospital it was believed the issue was resolved by changing medication or new medication or trying other things with the process of elimination but then the patient would experience the symptoms again. The patient presented to the emergency room (B)(6) 2016 around 6 pm and was being admitted to the hospital (B)(6) 2016. The patient's managing physician had been contacted but was too far away to see the patient at the hospital and could not recommend anyone in the area. Each trip to the hospital (a week/10 days, etc) prior to the other hospital stay the hcp would try to eliminate reasons why the patient experienced the symptoms and the cause had not been determined. The hcp wanted to perform diagnostics for the drug infusion system. All test results with this hospital trip had been fine and nothing medical related had been found. On (B)(6) 2016 (first week) was the last time the pump was refilled and everything seemed fine with no reservoir volume discrepancies. The patient was currently hospitalized. The cause of the event, interventions, troubleshooting/diagnostics, medical history, concentration, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare provider (hcp) indicated the patient's pertinent medical history included spastic quadriplegic cp, kidney stones, pyelonephritis, urinary tract infections, and wolf parken white. In regards to the kidney stones and left kidney hydronephritis and if related to the device or therapy it was reported, "not that I am aware of and kidney stones are common in non-amb patients". It was noted the patient had "wpw/wolf pack white" a cardiac arrhythmia condition. This may have caused some of the syncope. The patient was being followed by urologist and received antibiotics for pyelonephritis. The patient's mom wanted the pump investigated, which meant a dye study. The hcp would assist mom in having the procedure done.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the pump and catheter were explanted and discarded on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.